Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding patient spinal therapy for compression fracture. It was reported that from interventional radiology that a trocar failed and got stuck in the patient and had to be removed. There was patient involved in the event and no further complications or symptoms were reported. Additional information was received via manufacturer representative that the reported product was broken and no fragments left inside the patient. The product came in contact with the patient.